Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the surgeon performed adhesiolysis for intestinal adhesions. Another surgeon proceeded with the procedure after the intestinal adhesions were detached. The procedure was converted to open surgery due to patient anatomy factors. It was explained that the patient's ureter ran very close to the vaginal wall. Intuitive surgical, inc (isi) followed up with the surgeon who proceeded with the procedure after the intestinal adhesions were detached and obtained the following information: the ureter was found to be running close to the vaginal wall, which the surgeon did not expect prior to the procedure. When operating, the ureter was considerably compressed by two 3rd-party manufacturer devices: a uterine manipulator and vaginal dilator. The procedure was converted to open surgery in order to prevent an injury to the ureter. It was confirmed that there was no injury to the ureter. The adhesiolysis was done via robotic surgery. There was no injury during the adhesiolysis and the amount of bleeding was 100 ml. The surgeon stated that there was no unexpected bleeding during the adhesiolysis. There was no injury to the blood vessel/tissue that occurred during the second surgeon's part of the procedure as well. The amount of blood loss during the second part of the procedure was also 100 ml. The surgeon stated that the bleeding that occurred during the second part of the procedure was "normal" and not unexpected as well. There were no da vinci product issues, anatomical factors or malfunction of a da vinci product that caused the bleeding. The bleeding was stopped via cautery. The patient did not receive any blood transfusions. There were no post-operative complications. Videos/images of the procedure were not available to isi for review.

Manufacturer narrative:
Based on the current information provided, the cause of the procedure conversion to open surgery was due to anatomical factors. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no products are expected for return to isi for evaluation. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted benign hysterectomy procedure, the surgeon performed adhesiolysis for intestinal adhesions. Another surgeon proceeded with the procedure after the adhesions were detached. There was no unexpected bleeding that occurred in the procedure. The procedure was converted to open to prevent an injury to the ureter. The ureter, which was running close to the vaginal wall, was compressed by a 3rd-party uterine manipulator device and vagi-pipe device. There was no injury to the ureter and no repairs that was required for the ureter. The surgeon stated that there were no product issues or malfunction of a da vinci instrument that caused the bleeding or the conversion of the procedure to open surgery. Prior to the surgery, the surgeon did not expect the ureter to be running so close to the vaginal wall.